Event description:
It was reported that a physician performed a myosure procedure for uterine tissue removal procedure on (B)(6) 2014. Post procedure, reportedly a bowel injury was noted which required a bowel resection. The admission and discharged dates are unknown. No additional information has been made available.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The disposable device has not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device was not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided the complainant.